Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: carto 3 system, us catalog #: unknown. Serial #: unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation and atrial flutter with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a pericardial effusion requiring medication. During the procedure, there was a significant decrease in impedance and a steam pop occurred. Post-procedure, a pericardial effusion was detected. Patient was reported to be in stable condition. An unspecified medication was administered. Patient was transferred to the intensive care unit (ICU). Patient required extended hospitalization as a result of the event for monitoring. Patient fully recovered. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to the steam pop. Although it has not been determined at what point the injury occurred, it was speculated to have happened during ablation at the time of the steam pop. There is no information regarding the location of the catheter at the time of injury. There were no issues, errors, or malfunctions reported on any biosense webster inc. Products or equipment during the procedure. No transseptal puncture was performed. There is no sheath information. Generator was set on power control mode at 30 watts. There is no information regarding generator settings at the time of injury, as the time of injury is unknown. Power was not titrated during ablation. Overall ablation time at the site of injury was greater than 1 minute. There is no information regarding last ablation cycle time at the site of injury. Irrigated catheter flow was set at 8ml/min while ablating at 30 watts. Patient did not receive anticoagulant during the procedure. There is no information regarding shaft proximity interference value. Thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter. Thermocool® smart touch® sf bi-directional navigation catheter force accuracy was maintained throughout procedure. Carto 3 system did indicate to re-zero the catheter. Handle temperatures were monitored. Since this event required prolonged hospitalization for treatment or prevention of permanent damage to the patient, it is to be considered serious and MDR reportable. Steam pop is an expected physiological phenomenon and is not considered to be a device malfunction. As such, this issue was assessed as not MDR reportable.